Manufacturer narrative:
(B)(4).

Event description:
Reviewed at film review: review of pre-implant cta's revealed that the proximal neck diameter was approximately 20mm below the lowest left renal, 20mm just above the aaa, 2cm in length, and contained mild thrombus and no calcification. The neck was somewhat angulated a-p; the amount could not be determined from these images. The maximum aaa diameter was 6.5cm. The distal aortic diameter was small (15-20mm). The iliac arteries were non-tortuous, but calcified. Angiogram images at implant revealed that the proximal neck flow lumen diameter was 20 -21mm and the neck was straight (l-r). The amount of a-p angulation could not be assessed. The bifurcate was placed just below the left renal; the ipsilateral limb + extension were positioned within the right common iliac, and the contra limb + extension within the left common iliac. Both limbs extend essentially straight distally into the distal aorta. A slight kink was seen within the overlapping contra limb and extension, across the distal aorta, and this area was opened after implanting a 14mm x 4cm stent. The final position of the bifurcate proximal graft margin, as measured from the centerline of the bifurcate proximal markers to the distal orifice of the lowest left renal artery ranged from approximately 2mm (at the 'e' marker) to 6mm (4mm average). The apices of the suprarenal stents are at the approximate same level as the proximal orifice of the right renal artery. Cta's from 22 months post-implant revealed that the bifurcate is just below the renal arteries. The bifurcate proximal od is approximately 21mm, and the max aaa diameter is approximately 6.9cm. The limbs are patent. No endoleak or any stent graft issues are seen. Angiogram images from revealed that there is now approximately 45deg of angulation of the aortic body relative to the limbs; l-r. At implant there was no appreciable l-r angulation. The initial angiogram images were not corrected for the a-p angulated neck, and the bifurcate proxi mal markers are again out of plane. The proximal markers ranged from approximately 2mm ('e' marker) to 10mm (5mm average) below the orifice of the lowest left renal artery. The apices of the suprarenal stents are approximately 4mm below the proximal orifice of t he right renal artery. As compared to the uncorrected angiogram at implant, there has been approximately 1-4mm of distal migration. After the angiogram image were corrected for the neck angulation the now aligned proximal markers are approximately 9mm below the distal orifice of the left renal. No proximal type I endoleak is seen. An endurant cuff is then seen implanted approximately 1cm above the bifurcate up to the left renal artery. No other stent graft issues are see. The cause of the migration is uncertain, and the amount of the migration is also uncertain, due to the neck angulation and alignment of the c-arm to correct for the a-p neck angulation, but was likely between 0 - 5mm. It is possible that the possible migration may be due to aneurysm morphology changes, as seen with the angulation noted between the aortic body and the limbs. The angulated neck may have also contributed and the neck may have shortened. 3d recon was done and the stent graft does not appear to have migrated from the initial placement, referenced to the left renal artery.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the index procedure went well and the main body looked to be in a good position. On a CT follow up appointment at the one month follow up appointment, the graft looked fine. On a follow up seven months post index procedure everything looked fine; however, three months later the main body appears to have migrated. The stent had been deployed initially with the radiopaque markers at the level of the renal arteries and on the last follow up, the markers were at the top of the aneurysm sac. It is unknown if there was a type I endoleak; however, the top of the fabric was almost in the sac. The neck seemed to have got shorter (maybe disease progression). The patient was treated with an endurant ii 25x25x49 cuff. No additional clinical sequelae were reported and the patient is fine.